Event description:
A mounting sleeve broke at the base of the yoke assembly when the arm of the injector was being moved. Although no pt injury occurred, the potential is there for other device users having an incident. Rptr believes there is a design issue and others should be aware of this potential problem.